Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed within the past month (patient's exact age is unknown). According to the complainant, during the procedure, when the physician went to clip, he saw a bleed from a visible vessel from an antral bleed in the stomach. The physician told the tech to close and deploy the clip. The tech deployed the clip and the physician then pulled the catheter, thinking the clip was totally deployed. It was still attached to the sheath; the clip grabbed on to the vessel and tore. The vessel started pumping blood and the patient was bleeding much more profusely. The physician injected epinephrine. The patient was sent to the operating room. The physician thinks the patient passed due to blood loss. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.